Event description:
It was reported that while replacing the batteries in the epg (external pulse generator), it turned off in less than 15 seconds. A medtronic representative went to the hospital and provided training and checked the epg. Measurements regarding the complaint matched specifications. The epg will not be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a device serial number, the manufacturing date cannot be determined. (B)(4).